Event description:
It was reported that the floor plate attachment broke after installation of the power load. It was determined through a health hazard evaluation (on (B)(6) 2018), that based on the cause of the failure, it is possible that the floor plate attachment bracket could be installed properly and then break after the unit is placed into service. Given this new information, the hazard was changed to ¿insufficient retention force¿. If this defect were to recur, it is possible that serious injury or death could result, and the event is now reportable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported for this event.